Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose values were 400 mg/dl and 45 mg/dl. The customer¿s current blood glucose level is 310 mg/dl. The customer also reported other blood glucose values such 315 mg/dl. The customer was using the insulin pump when high blood glucose was reported. The customer was treated for high blood glucose with insulin pump by bolus and low blood glucose level with drinking coke. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The insulin pump will not be returned for analysis.